Event description:
It was reported that the bed was in 12 degrees trend, the fowler was at 30 degrees and the gatch was at 40 degrees. The maintenance code was reading "tilt gatch over range".

Manufacturer narrative:
The bed was not calibrated correctly which may have caused the angles on the bed to be burned in incorrectly.